Event description:
It was reported the device had no telemetry. The device was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.